Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot#4081479 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed; no leakage is found on the sample. Please refer to attachment for the test reports. Conclusion(s): no abnormality is found on process and retained sample. Because the specific leakage site and abnormal states of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leakage on (B)(6) 2024, the mother was given fluids for postpartum treatment, the nurse used an indwelling needle to perform a successful venipuncture, the catheter was delivered into the vein, and when the needle was withdrawn, fluid was found to be leaking out, which prevented it from being used properly, and it was used normally after being replaced with a new indwelling needle.